Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted .

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in both eyes (ou) at the 1-day post-operative exam. A brief description from the surgery center indicated the patient had trace dlk in the right eye (od) and dlk stage 1+ in the left eye (os). The patient¿s chief complaint was of discomfort more on the os than the od. Topical steroid dosage was increased to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2018: right eye pre-op 20/20 -2.50 x -1.50 x 111, left eye pre-op 20/20 -3.75 x -.75 x 75. This report is for the excimer laser. A separate report will be submitted for the femto laser.

Manufacturer narrative:
In the initial report, the device manufacture date provided 3/28/2008 was incorrect. The correct device manufacture date is 2008 year only provided. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.